Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Following receipt of additional or different information, biomet will forward follow up report to the FDA. There are warnings in the package insert that state that this type of event can occur. Biomet package insert includes the following possible adverse effect: #10) fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, trauma, non-union, or excessive weight.

Event description:
It was reported that patient underwent revision procedure following a car accident where the humeral tray was found fractured at the taper/tray junction. No futher information has been provided.